Event description:
Customer's wife reported the customer received a reading on his adc blood glucose meter which was higher than a reading received by paramedics. Caller further reported that on (B)(6), 2012 at 4:15 am, customer was sleeping, but then began "moaning and groaning", was "sweating", "fighting", "acting wild" and was "balled up in the covers". Caller further reported customer tested and received a reading of 126 mg/dl on his adc blood glucose meter. Customer's wife treated customer with glucose gel and called the paramedics. Upon arrival, the paramedic's received a reading of 19 mg/dl on their unknown brand of meter and treated customer with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. (B)(4).